Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples (sample 1 result = 0.068 ng/ml; sample 2 result = 0.095 ng/ml; sample 3 result = 0.201 ng/ml; sample 4 result = 0.244 ng/ml; sample 5 result = 0.061 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Four of the five affected trop I es patient results were reported to the clinician (repeat sample 1 result < 0.012 ng/ml; repeat sample 2 result < 0.012 ng/ml; repeat sample 3 result < 0.012 ng/ml; repeat sample 4 result < 0.012 ng/ml), and corrected reports were issued. The affected trop I es patient result for sample 5 was not reported to a clinician, however, the customer believed the repeat result to be correct (repeat sample 5 result = 0.025 ng/ml). Additionally, based on the initial, higher than expected trop I es patient result for sample 3, treatment was given to the patient. However, treatment was discontinued after the corrected report was issued. There was no report of harm to the patient as a result of the treatment given, and no report of harm to any of the patients as a result of this event. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es patient results were obtained for multiple patient samples. The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed service actions to multiple analyzer subsystems. However, it could not be confirmed that the equipment adjustments made by the service engineer were related to the event. The investigation could not determine a definitive root cause. However, an instrument related issue and improper pre-analytical sample processing cannot be ruled out as possible contributing factors to the event. There is no evidence that the vitros trop I es reagent had malfunctioned.